Manufacturer narrative:
(B)(4). Patient information not provided. Incident date was not provided. UDI, lot number not provided. User facility is provided in initial reporter. Since the lot number was not provided, this information cannot be determined.

Event description:
According to the reporter, a patient came back with fluid and infection after a knee replacement surgery. The surgeon noted that the suture was absorbing faster than it should have been and was not lasting as long as it should.